Event description:
It was reported that coil migration occurred requiring additional intervention. A non-stenosed target lesion was located in the severely tortuous and non-calcified abdominal aorta. An 18mm x 40cm interlock-35 was selected for endovascular aneurysm repair. During the procedure, a catheter kickback occurred due to severe tortuosity during the contralateral approach. Consequently, the coil was detached prematurely and unintentionally placed in the unintended site. The coil protruded into the common iliac artery and was sealed with a stent graft. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).